Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Twelve hours after the sensor had been inserted, the patient experienced seizure. The patient could not recall if the cgm was 180 or 280 mg/dl but the bg was 40 mg/dl. The patient woke from the seizure, was treated by the spouse with apple juice, and the bg returned to normal. After treatment, the patient experienced vomiting and fogginess. The spouse transported the patient to the emergency department (ed) where the nausea was treated with an unremembered medication. The patient could not recall whether there was any additional treatment for hypoglycemia. The patient was discharged after 5 hours. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.